Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade and the safety feature was broken. In addition, a shallow knife impression was observed along the cutline impression in the cutting ring. Functionally, the trigger did not work. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Additionally, the investigation detected unreported conditions of the broken safety feature, shallow knife impression in the cut ring, and trigger not working that have no relationship to the reported conditions. No further actions have been deemed necessary at this time. Replication of the unreported safety damage and trigger not working may occur if the instrument is attempted to be fired without properly disengaging the safety. Replication of the unreported shallow knife impression in the cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used for anastomosis sigma during an open, low anterior resection, the trigger did not work. The device stuck and could not be fired at all. Another instrument was used to complete the case. There was no patient injury.